Event description:
Per pt she was struggling a lot to remove batteries with this pump. She had to ask her father to help and even he struggled. Requested new pump with dose change. Serial number currently checked out to (B)(6). No missed doses or adverse events reported. Unknown if pump is available for return.